Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there were episodes of non-sustained ventricular oversensing noted and episodes of oversensing noted in the atrial channel. Technical support was contacted and noted that there was noise and oversensing present on the right ventricular (rv), left ventricular (lv) and right atrial (ra) leads. No intervention has been taken at this time and the patient was stable and will continue to be monitored. Related manufacturer report numbers: 2017865-2019-08849, 2017865-2019-08850.